Event description:
It was reported the patient has had difficulty/trouble recharging for about 3-4 months. Currently the implantable neurostimulator (ins) was overdischarged. The patient did not have time to do a trickle charge the day of the report. The patient did not show up to her appointment that was scheduled for (B)(6) 2014. Additional information was received that there were issues with telemetry and a problem with the implantable neurostimulator (ins). The manufacturer¿s representative (rep) met with the patient on (B)(6) 2014 and three trickle charges were attempted to pull the device out of overdischarge but the recharge screen was not able to be seen. The patient went home and tried to pull the ins out of overdischarge using physician mode recharge but was unable and never saw the recharge screen. It was thought that the battery had malfunctioned or flipped. The patient reported that what caused the stimulation to stop working was a jolt in the middle of the night weeks prior while charging. After that the stimulator had not worked and looked to be overdischarged. The rep was with the patient and they were going to continue trying physician mode recharging the ins . The patient last felt stimulation about three months ago. This was the patient¿s first overdischarge. Additional information received from the rep. Noted the cause of the overdischarge was unknown at the time of the report. The patient had attempted to trickle charge with no success. The battery was still in overdischarge mode. The patient was doing o.k. But was considering a replacement. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomaly. The ins battery had reduced capacity due to overdischarge.

Event description:
The battery was explanted and replaced on (B)(6) 2014. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was confirmed with fluoroscopy on (B)(6) 2014 that the battery was not flipped. The attempts at trickle charge were unsuccessful. The patient experienced a lack of therapy and was unable to charge. The patient was scheduled for battery replacement surgery.

Manufacturer narrative:
Concomitant products: product ID: 97791, lot# n357085, implanted: (B)(6) 2013, product type :accessory. Product ID: 3778-6,0 serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).